Manufacturer narrative:
According to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient reportedly had a fall and since that time significant changes to her in-situ measurements have been seen. There is a possible history of impacts to the head. A device assessment will be performed when the patient can be put under general anaesthetic. However, due to the high number of unavailable channels, no further device assessment will be needed. Re-implantation was planned for (B)(6), 2016, however did not take place as scheduled due to health issues. The clinic is going to monitor her and will go ahead with surgery at a later unspecified date.

Manufacturer narrative:
According to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient reportedly suffered a fall and since this time significant changes to her in-situ measurements have been seen. There is a possible history of impacts to the head. A device assessment will be performed when the patient can be put under general anaesthetic. As the patient is to undergo another surgery for which no date has been scheduled, a device assessment will be carried out at an as yet unspecified time.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device has not been received for investigation yet.

Event description:
The patient reportedly had a fall in (B)(6) 2015 and since this time significant changes to her in situ measurements have been seen. There is a possible history of impacts to the head. The patient has been re-implanted, but the device has not been received for investigation.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient reportedly had a fall in (B)(6) 2015 and since this time significant changes to her in situ measurements have been seen. There is a possible history of impacts to the head. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reportedly suffered a fall and since this time significant changes to the in-situ measurements have been observed.